Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a steady rise in pacing lead impedance since (B)(6) 2019 and the lead impedance became out of acceptable range in late (B)(6) 2019. It was also noted that the capture threshold rose while the r wave measurement was unchanged. No patient symptoms were noted and the patient was in stable condition. The patient was scheduled for a lead revision procedure.

Event description:
New information received stated that the physician suspected the right ventricular lead was fractured. On (B)(6) 2020, the asymptomatic patient presented to the hospital for a scheduled lead revision procedure. The lead was successfully explanted and replaced. There were no adverse consequences to the patient.